Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain at the device implant site. This system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.